Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with IV, oral and topical antibiotics (specific date and duration not reported). The patient also underwent a skin revision surgery and an abutment replacement under general anesthesia on (B)(6) 2008. The implanted device remains.

Manufacturer narrative:
This report is submitted on march 04, 2024.